Event description:
Two blood leaks in one pt occurred during hemodialysis treatment both leakages were observed by the leak detector. One of them was 6th reuse dialyzer and the leakage occurred after 30 minutes from starting of hemodialysis. The other dialyzer was the initial use and the leakage occurred 2hr after hemodialysis treatment started. The total blood loss was about 500cc because the blood inside the dialyzer and tubing was discarded as the extracorporeal circulation set. Ht level of the pt slightly decreased. But the pt was well and no medical treatment was givien.